Event description:
It was reported that during a procedure, the part of the unit that actions the coagulation function, got detached.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.